Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that during a remote follow-up, there was a loss of capture on the device. Technical support was contacted and provided programming suggestions, however, no intervention was performed at this time. The patient remained stable and there were no adverse consequences.

Event description:
Additional information received indicated the device was reprogrammed to resolve the event.